Event description:
The device involved in this MDR report was implanted without any difficulty. However, upon interrogation after the implantation, the pacemaker switched to standby mode. Although the device could have been reinitialized with the standard programmer, the device switched again to standby mode. Therefore, the device was explanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.